Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: according to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.) As gore was unable to determine which device/device component is involved in this reportable adverse event, the following additional device will be identified in this report: catalog #dsf2033, serial #(B)(6), UDI (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent an emergency endovascular treatment for ruptured thoracoabdominal aortic aneurysm using gore® dryseal flex introducer sheath (dsf) and gore® tag® conformable thoracic stent graft with active control system (ctag ac). The 22 fr dsf was inserted from the right femoral artery, but there was resistance, and it could not be advanced. After dilation using the 20 fr dsf, the 22 fr dsf was reinserted. However, it was not possible to advance proximal to the external iliac artery. Gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn) were deployed in both renal arteries and the superior mesenteric artery (sma) using the chimney technique. When angiography was performed, gutter endoleak between the viabahn in the sma and the ctag ac was confirmed. An attempt was made to place a coil between the viabahn and the ctag ac. However, the 12fr dsf inserted from the left subclavian artery side kinked, so the coil could not be placed. The gutter endoleak will be monitored. When angiography was performed from the right femoral artery, dissection was confirmed at the origin of the right external iliac artery. A bare metal stent was deployed to cover the dissection. The patient tolerated the procedure. The physician stated the access vessel was originally small.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications.